Manufacturer narrative:
(B)(4). Report source - foreign: (B)(6). The complaint samples were evaluated and the reported event was confirmed through physical evaluation. The returned devices both had foreign debris trapped within the sterile package with the seal still intact. The device history records were reviewed and no discrepancies relevant to the reported event were identified. The root cause of the reported event is determined to be a manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that foreign substances were inside of the sterile packages. No adverse events have been reported as a result of the malfunction.